Event description:
Event verbatim (preferred term) (related symptoms if any separated by commas) blisters on her back/one blister scab remains on right side/felt 4-5 blisters on lower back [blister]. Fell asleep with heatwraps around waist, wore heatwrap for 8 to 10 hours, did not check skin under wrap, wore several layers of clothing over wrap [device misuse]. It was painful [pain]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #j85112, exp date: february 2017) from (B)(6) 2015 for 8 to 10 hours for lower back pain and sciatica. Relevant medical history included high cholesterol and "slight bladder problem". Concomitant medications included naproxen sodium (aleve) 2 tablets daily for an unspecified indication, simvastatin 20mg daily for high cholesterol and solifenacin succinate (vesicare) 10mg daily for slight bladder problem. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. On (B)(6) 2015, the pt fell asleep with the heatwrap around her waist in the morning and when she woke up she could feel that she had 4 to 5 blisters on her lower back and it was painful. She stated she wore the heatwrap for approximately 8 to 10 hours. The pt mentioned she wore several layers of clothing over the heatwrap and did not check the skin under the heatwrap during use. On (B)(6) 2015, the pt stated she received a "cortisone epidural" from her physician for an unspecified indication. The pt mentioned the blisters had healed within 3 to 4 days with one blister scab remaining. The pt was not hospitalized as a result of the events. The pt's skin tone was assessed as very light or fair. She is not currently under the care of a physician for any medical condition. The pt does not have sensitive skin or any abnormal skin conditions. She previously used other heat products for pain relief such as electric heating pad, hot water bottle and microwave gel pack with no adverse effects. The pt did not engage in exercise while using the product and read the usage instructions prior to use. Action taken for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included neosporin to the affected area and on (B)(6) 2015 "cortisone epidural" for an unspecified indication from a physician. Clinical outcome of the events was reported as resolving. Additional info has been requested and will be provided as it becomes available. Follow-up (05/04/2015): new info from a contactable consumer includes: lot and expiration date, and reaction data (additional event: pain). Follow-up (05/19/2015): new info received from a contactable consumer includes: pt details, medical history, concomitant medications, past product history, suspect product indication, therapeutic measures taken, event onset date and event outcome. This case has been upgraded to a reportable medical device report. Company clinical evaluation comment: based on the info provided, the events blister and pain as described in the case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event device misuse is considered contributory to the other events, assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Follow-up (may 19, 2015): this follow-up report is being submitted to amend previously reported information: patient hospitalization.

Manufacturer narrative:
As of july 9, 2015, the product quality complaint (pqc) group investigation results stated that evaluation of one retain sample shows no obvious defects. Batch (B)(4) is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots batch (B)(4) was produced by using a previously manufactured lower back and hip batch (B)(4). Batch (B)(4) was packed into new cartons to create batch (B)(4). For the scope of this evaluation batch records for the lower back and hip pouched wrap batch (B)(4) will be used, along with the packing records for batch (B)(4). An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site for evaluation for batch (B)(4) on the basis of this evaluation, a trend does not exist for this batch; therefore, there is no further action required at this time. Review of the batch device history record for lot (B)(4) concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met review of the thermal data for batch (B)(4) shows one individual cell tested above the in process temperature specifications. Laboratory investigation report (B)(4) did not identify a laboratory related issue to explain the out of specification result. The corrective action procedure requires that ten samples be randomly selected from the same hour of production as the wrap with the out of specification thermal result. The resample wrap thermal results did not meet the in process thermal specification criteria the hour of production ((B)(4)) was isolated; the product was scrapped event report (B)(4) was initiated for manufacturing to investigate the root cause of the hot cell. (B)(4) determined method/procedure is the root cause. The root cause of the hot cell is considered a common cause due to process variability. A total of 7200 pti (pouch leak) tests were performed with 5 failures pouch leak maximum acceptance limit for a batch size of 2045 pti tests is 35 failures (per formula card 100 06, effective date august 13, 2012). The plant has reviewed all investigations associated with this batch from a manufacturing and technical perspective and all site investigations were appropriately closed and addressed prior to batch release ((B)(4) mentioned previously).